Event description:
On (B)(6) 2004, a (B)(6) male patient underwent zenith repair for an abdominal aortic aneurysm. The patient received a zenith main body graft and two zenith iliac legs. The procedure was completed without any reported incidents. Over time, the patient became lost to follow-up and on (B)(6) 2011, he presented to the physician with distal type 1 endoleaks (1820334-2011-00529 and 1820334-2011-00555). The physician extended the left iliac limb with a zenith flex with spiral-z technology aaa endovascular graft to a new landing zone above the hypogastric. The right iliac required coiling of the hypogastric and an extension to the external with limbs. He chose to use of the new zenith spiral z legs x2 in the 13-74 length for anatomical reasons. There was a tight area that was ballooned and did not open adequately (stenosed) (1820334-2011-00556). The physician placed a 10x4 balloon expandable stent to hold the graft open. On (B)(6) 2012, the patient presented with a left limb disconnect and a rupture at the level of the limb disconnect (1820334-2012-00092). An extension limb was placed to seal over the disconnect however the patient expired on (B)(6) 2012.

Manufacturer narrative:
Death is listed in the instructions for use. Disconnect is not specifically listed in the instructions for use. Event is still under investigation.